Event description:
False negative result when compared to alternate method at reference lab (method unknown). The customer was conducting a verification study and reported the discordant result from the data set. Some patients tested for the study were asymptomatic (off-label use at the time) and tested due to exposure.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: email.